Event description:
It was reported that during a low anterior resection, the device fired and cut but did not staple. It is not known at this time how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the mfg process.